Event description:
It was reported that post-op, could not get the blade out of the m5 handpiece. There was no patient involved. Analysis confirmed that blade was not intact.

Manufacturer narrative:
H3: visually, the inner spiral wrap was overexpanded past the distal end of the outer tube by 1.1 inches when returned. For further analysis, portions of the outer tube were cut to dislodge the inner hub from the handpiece collet. There were indentions on the chevrons on the proximal end of the inner hub. There were striations on the outside diameter of the inner shaft 0.63 inches from the distal end of the inner hub and deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.345 inches in the deformed area which was out of specification. The inner and outer hub bushing had traces of wear. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdc code has been updated. Previously applied d16 is not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.